Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use in a percutaneous coronary intervention. However, during unpacking, a break occurred at about 50 cm from the proximal shaft. The device was removed and the procedure was completed with another nc emerge balloon catheter. There were no patient complications reported.